Event description:
On 03/04/2024, infutronix received a report that a pump had a power issue that device did not power on. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on 03/19/2024. Detail of the evaluation is in section h of this MDR.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device was returned. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Analysis of the returned device was completed on 3/19/2024. The results are below: the event log was reviewed, and there was a line that indicates the pump experienced an abrupt power off without any alarm or alert present. During functional testing, the reported problem was duplicated. The on/off button was found to be non-functional.